Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen 100 mcg/ml at 33.86 mcg/day, bupivacaine 10 mg/ml at 3.386 mg/day, and fentanyl 10000 mcg/ml at 3386 mcg/day via an implantable pump for non-malignant pain. It was reported the patient had a refill on (B)(6) 2022 and about 10 minutes later the patient started to feel "drowsy, lethargic" and when the patient got home, the patient said she passed out for about 30 min. It was reported on 2022-aug-17 the patient was "doing a little better but doesn't feel quite right". The rep confirmed they plan to check the pump reservoir for volume accuracy to see if there was a pocket fill or partial pocket fill. The issue was not resolved at the time of this report.

Event description:
Additional information received from the company representative (rep) reported that on (B)(6) 2022 the managing physician emptied the patient's pump to compare to the reservoir volume reflected on the tablet. There was a 1.5 ml variance. The tablet reflected 19.5 ml and actual volume withdrawn from pump was 18 ml. The physician determined the cause of the patient's symptoms were from a slight pocket fill during scheduled pump refill on (B)(6) 2022. The physician refilled the pump with the 18 ml withdrawn, changed the pump volume to reflect new volume of 18 ml, and updated the pump. It was noted that the patient's symptoms were resolved. The patient's weight was asked but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.